Event description:
It was reported that, "the tip of the screwdriver broke off."

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Method: device inspection; device history review; complaint history review; risk assessment. Results: the trio pedicular screwdriver was confirmed to have a fractured tip upon visual inspection. This event occurred intra-op and resulted in a delay of 30 seconds in which the surgeon removed the broken hex tip. There were no adverse consequences to the patient. Due to the lack of manufacturing records, we are unable to determine the exact manufacturing date. However, based on the first 2 digits of the lot #, this product was most likely manufactured in 2007. Several similar previous events have indicated a root cause for the fracture to be excessive torque, improper screwdriver seating, and fatigue over time. Since this product has been in the field for approximately 7 years, it is safe to assume that instrument fatigue and stress over that time could have caused the tip fracture. However, the cause of this event cannot be conclusively determined and is likely due to multiple factors. Conclusion: the cause of this event cannot be determined conclusively and is likely multifactorial in nature.

Event description:
It was reported that, "the tip of the screwdriver broke off"